Event description:
A malfunction occurred with the customer's pump, but there was no adverse impact on the customer's blood glucose level. The issue involved a malfunction code 16, and because the code was not resettable, a replacement pump was arranged by customer technical support (cts). The customer agreed to switch to multiple daily injections (mdi) as a backup therapy to maintain insulin delivery. They were instructed to place the malfunctioning pump into storage mode and return it using a pre-paid label within ten days. The customer confirmed understanding of the instructions provided.